Event description:
It was reported that after completion of a left transcarotid artery revascularization (tcar) procedure, the patient experienced slight impairment in movement on the contralateral side. Doppler ultrasound (dus) and carotid arteriogram confirmed a patent stent. Upon neurology consultation, an occluded ipsilateral angular artery was observed. A thrombectomy was performed, which restored the blood flow and consequently improved movement in the contralateral lower extremity. At this time, it is unknown if the reported event is related to procedural issues, resistance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.